Event description:
It was reported that battery life did not last as long as when device was first received. There was no reported impact to the customer¿s blood glucose level. Customer was out of warranty and in process of renewal, declined further follow up, and no additional information was received regarding actions taken or final outcome.